Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h6 visual evaluation of the returned implant shows signs of use. The dovetail feature was compressed and flared out. The DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in lps-flex fixed bearing knee surgical technique. The root cause is attributed to user error. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00598003701 stemmed tibial component precoat size 3 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten 64829305. Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the articular surface did not match the tibial plateau when it was installed during surgery. Another articular surface with the same item number was used to perfectly match the tibial plateau. The operation was delayed by 10 minutes. Attempts have been made and no further information has been provided.